Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was being supported with a ventricular assist device for acute support. The vad coordinator reported that the pump was exchanged due to suspected thrombus.